Event description:
Boston scientific received information that 6 months after the implant of this right atrial lead, high pacing thresholds were noted due to a suspected lead dislodgement. A procedure was performed to explant and replace the lead. Upon removing the lead, a slight kink was noted in the body of the lead near the terminal pin. No adverse patient effects other than the additional procedure were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The conductor coils were deformed and insulation cut at 148 mm from the terminal pin, due to induced damage from a grabbing too. The conductor coils were deformed and insulation was cut at 206 mm from the terminal pin, due to induced damage from suture sleeve tie down. In conclusion, there is nothing visually wrong with the lead that would cause a dislodgment, however the induced damage to the lead was confirmed via visual analysis.